Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was having unresponsive buttons, and the customer could not program a bolus. It was stated that the customer gave up, and went to give a manual injection instead. After the injection, the customer looked at the insulin pump and noticed that it was delivering a 10 unit bolus. The customer was positive that this bolus was not programmed. It was stated that the customer was able to suspend the insulin delivery at 4.9 units. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.